Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The control board was replaced, and the unit was returned to service. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2002. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the unit had a system reset error that results in a loss of mechanical ventilation. There was no report of patient injury.